Event description:
It was reported that during a da vinci-assisted radical salvage prostatectomy surgical procedure, the maryland bipolar forceps had a broken wire, leaving the instrument with 3 remaining lives. There was a pair of monopolar curved scissors (mcs) that had a broken cable but there were no remaining lives, therefore the instrument was discarded and another pair of mcs were opened. There was a delay of less than 15 minutes. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.